Event description:
It was reported that 5 bd posiflush¿ sf saline syringe had dirty packaging included through the sterile barrier. The following information was provided by the initial reporter : we have sf bd 10ml syringes that has something non-sterile packaged with it (some sort of dirty packaging).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28sep2022. A device history record review was completed for provided material number 306553 and lot number 2117908. There were no possible non-conformances detected during the production of this lot number that could have contributed to the reported issue. To aid in the investigation of this issue, one picture sample and the affected physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, foreign matter was observed within the product packaging. Based on the investigation results, the most probable cause for the observed foreign matter is related to a broken waste bin sensor at the multivac machine. The sensor has been replaced and tested to ensure any issues have been resolved. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h.10.

Event description:
It was reported that 5 bd posiflush¿ sf saline syringe had dirty packaging included through the sterile barrier. The following information was provided by the initial reporter : we have sf bd 10ml syringes that has something non-sterile packaged with it (some sort of dirty packaging).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.